Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit had intermittent esc and act buttons due to corroded keypad trace. However, unit passed self-test, and displacement test. Unit was programmed correct time/clock and monitored 2 days and no time/clock anomaly noted. Pump history download using thds was successful. However, there is no button error alarm on even date in file history. Pump was cut and open found moisture/damage on the mother board and lcd board, keypad trace during visual inspection. No unlocked j2/lcd keypad connector noted. The test reservoir locked in place properly and no anomaly noted. Unit had cracked battery tube threads, partially broken reservoir tube lip, stained keypad overlay, cracked lcd window, cracked case at display window corners, stained address/serial number label, stained end cap sticker, cracked reservoir tube window, cracked case reservoir tube window corners. Time/clock anomaly not confirmed. Unit had intermittent esc, act buttons due to corroded keypad trace and moisture damage electronic assembly confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. The customer also stated that they received a button error alarm and keypad buttons were unresponsive. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.